Manufacturer narrative:
Product analysis: there was no damage evident to the proximal end of the inner distal tip. The retractable sheath was retracted; there was no damage evident to inner member. There was no damage noted to the delivery system. (B)(4).

Event description:
The physician was attempting to use a complete se iliac stent to treat an iliac artery with a diffuse lesion exhibiting moderate calcification, 90% stenosis and minor vessel tortuosity. There were no abnormalities noted during preparation and inspection of the device prior to use. The lesion was pre-dilated with 25% stenosis remaining. No resistance encountered while attempting to deliver the device and no force required during delivery. The device did not pass through a previously deployed stent. The complete se stent was reported to have fractured during deployment. There were reported to have been cracks in the distal part of the stent. Another stent was used to cover the complete se stent. No further patient complications were reported.